Event description:
It was reported the catheter ruptured during onyx injection. No patient injury reported.

Manufacturer narrative:
The device involved will not be returned for evaluation as it was consumed in the event. (B)(4).